Manufacturer narrative:
The customer canceled the service call.

Event description:
The customer reported that the system displayed communication failure error messages. This error message will likely cause the system to lock-up or shut down or prevent the system from booting up. There is no report of pt injury associated with this event.